Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection multiple signs of wear along the lead body were found. In particular in the distal area, near the rv shock coil the insulation was rubbed through. This damage can be considered as the root cause of the observed noise which was mentioned in the complaint text. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. During the mechanical analysis a stylet could not be properly introduced and advanced inside the leads lumen, presumably resulting from the above mentioned insulation damage. In the course of the electrical analysis low impedances were measured. Additionally cuts in the insulation were found and blood was found inside the lead. The shock coil was deformed. These damages most likely resulted from the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to noise on lead from possible clavicular crush fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.